Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter reverted to set up mode. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt provided the following info: the pt takes 36 units of humalog insulin 4 times per day and 60 units of lantus insulin at night. The product issue started on (B) (6) 2010 at 7:00 am. The pt became shaky at 1:00 pm. She stopped all insulin between (B) (6) 2010 and (B) (6) 2010. The csr documented that the meter reverted to set up mode after the battery was removed and/or replaced. The csr walked the pt through resetting the meter settings and resolved the issue. This complaint is reported because the pt alleges that the lfs meter reverted to the set up. That pt claims she became shaky after the product issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.